Event description:
Director of pharmacy reported that a nurse was exposed to chemotherapy. The spike didn't connect securely to the bag, so it popped out of the bag and some of the chemo splashed on the nurses clothes. The nurse washed off the soap and water. The nurse did not receive any treatment. No additional information was available.